Event description:
A site representative reported a positioning sensor unit (psu) that displayed reduced volume in passive tracking. There was no patient present when this was identified.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic investigation of returned suspect camera finds the psu returned higher geometry toward the back of the volume during functional testing. The psu failed an aak test at 1.06mm along with high line separation of 2.25mm and is out of calibration. A second set of tests confirmed the initial results. The failure was duplicated and found that it directly caused the event.